Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the high-pressure helium regulator. The fse performed all functional and applicable tests to factory specifications. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received part with a reported unit failure of a helium leak if the helium tank is left open. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed there was a helium leak on this part. No root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. The most probable root cause for the high-pressure helium regulator leak is fatigue or contamination.

Event description:
Na.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, d9, h11.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a pre-delivery ,the cardiosave intra-aortic balloon pump (iabp) pressure leak from helium cylinder. If the cylinder is left open, helium gas suddenly leaks. There was no patient involved.